Event description:
It was reported that following a pulse field ablation (pfa) procedure using a faradrive sheath the patient experienced ongoing "serosanguinous drainage" from the groin access site. They received injections of lidocaine and epinephrine and the issue was considered resolved. They were also prescribed prophylactic keflex. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.